Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. Complaint of intermittent audio output cannot be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.